Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that during an axiem shunt case with the flat emitter, the surgeon experienced a 1cm inaccuracy in shunt placement. The surgeon registered 3 times, and moved forward with a registration of 2.2mm. They then confirmed accuracy on anatomical landmarks. Site draped, made burr hole, and inserted shunt perfectly along the plan trajectory. However, they received no cerebrospinal fluid (csf) return from the shunt. Surgeon tried reinserting 7 more times with no resolution. The site brought in an imaging system and merged the imaging system exam with the existing registration. The shunt was placed 1cm superior to target. Surgeon aborted navigation and inserted the shunt successfully without the navigation system. The imaging system scan showed no hemorrhaging from the failed insertions, so no known impact to the patient. There was a 25-30 min delay to surgery. Later review found that there were four registrations included in the returned archive. The trace patterns in all four did not cover much unique anatomy, and several had points collected under the surface of the skin. The patient had loose skin without pressing down into the skin, which could have impacted ability to trace directly on surface.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through logs and archive were reviewed. This case's chosen trace patterns were concentrated heavily to favor only one side of the skull. For best outcome use less concentrated points and a spread across both sides of the skull as well as points on firm skin below the forehead. This case's chosen touch points were symmetric and touching soft points of the skin. For best outcome use asymmetric points and points on firm skin surfaces. There is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.